Manufacturer narrative:
Implant, event, and explant dates provided are approximate. Actual dates not yet known, although it is certain that all three dates fall within 2019. Additionally, model number, lot number, and UDI were not initially reported for the device in question. As a result, date of manufacture and other lot-specific information is not yet known.

Event description:
Proact devices explanted from patient due to infection at the surgical incision site.